Event description:
There was no patient impact associated with this complaint. The patient's daughter contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The reporter claimed that the pump dispensed insulin through the tubing before the cartridge was detected. At the time of the call, the patient informed customer support that she had filled the cartridge with 200 units and after the load step only 33 units of insulin remained. The patient's daughter confirmed the patient was disconnected during the process.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Force sensor recall #"2531779-03/24/2010/003-r".

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded multiple unexplained loss of primes due to low noon-zero force. Performed pump rewind, load, and prime successfully. The force sensor calibration was out of specifications, low. The force sensor plate was found to be contaminated. The force sensor plate resistance reading was out of specifications.